Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of coyote fc balloon catheter. The shaft, hypotube, tip and balloon were microscopically and visually examined. There was contrast and blood in the inflation lumen and balloon. There were numerous kinks. Microscopic inspection revealed a pinhole near the marker band and tip damage. There was no damage to the marker band. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the severely calcified popliteal artery. A 1.2mm x 15mm x 142cm coyote fc (emerge) balloon catheter was advanced for dilatation. However, during the second inflation at 12 atmospheres for 30 seconds, the balloon ruptured. The procedure was completed with a different device. No patient complications were reported.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the severely calcified popliteal artery. A 1.2mmx15mmx142cm coyote fc (emerge) balloon catheter was advanced for dilatation. However, during the second inflation at 12 atmospheres for 30 seconds, the balloon ruptured. The procedure was completed with a different device. No patient complications were reported.